Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of novum iq large volume pumps had a false air in line alarm. Further clarified that during the alarms, either no air bubbles were visible or only tiny micro bubbles were present. This occurred with primary infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.